Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system during manual prime. Customer's blood glucose was 130 mg/dl. Customer was unable to exit the preparing to prime loop. Troubleshooting was performed. Customer stated the device was not dropped or bumped prior to the alarm occurring. The drive support cap was flush and he didn't recall pressing it while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.